Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer loaded cartridge with cold insulin. No impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.